Event description:
The customer reported that while the unit was in use on a patient, the unit smoked, smelled bad and quit working. The patient was switched to another unit and monitoring was continued. No patient injury was reported.